Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps motor rate error and cracked case was verified. Device physical condition revealed broken top case by handle and front corners along with broken tap on bottom case. When testing was done the event confirmed and caused by a combination of the old blue worm gear, motor bracket, leadscrew and clutch halves were found old along with being dirty and worn out. Action was taken to replace worm gear, motor bracket, worm coupling, leadscrew and clutch halves. Also top case and bottom case replaced. Other maintenance included: replacing battery due to cpi cycles over 80 hex (ff). Replaced was wavy washer, stepper motor and clutch spring for preventative action. Installed cable guard due to missing. Cleaned, greased; calibrated device and performed all functional tests which passed.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps alarmed motor rate error and cracked case. No patient adverse events reported.